Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID: (B)(6).

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/15/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Customer's son called stating that his mom who owns the meter is getting a lot of errors. The son volunteered to perform the blood test on himself since his mom was not available. The 2 test results were 25 and 26mg/dl. The son has no symptoms of low blood sugar and he does not know his expected result as he is not a diabetic.